Event description:
It was reported that while preparing the bd saf-t-intima¿ safety system with removable prn there was a foreign matter at the tip of the catheter tubing. The following information was provided by the client: the tip of the catheter tube had mucus (foreign matter) on it.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. The supplied photo was not clear enough to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.